Event description:
It was reported that during an unknown procedure, the device became stuck, completely closed, it would not open while in the patient. It is unknown how the procedure was completed. Product reached patient, no apparent harm.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the name of the person who fired the device? Has this person been trained on the use of the ec60a device? If yes, when? What was the name of the procedure? What tissue was being fired on when the device became stuck in the closed position? What was done to remove the device from the patient¿s tissue? Was there damage to the patient¿s tissue? If yes, describe damage and any repair required to tissue required. What was the condition of the patient following the procedure ¿ stable, discharged, critical ¿ please explain.

Manufacturer narrative:
(B)(4). Additional information: batch # m52r7l. The analysis found that one ec60a device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One gst60w cartridge reload was loaded in the device. The cartridge reload was received fully fired and with several b-formed staples on the cartridge deck. Furthermore the cartridge deck and several drivers were found damaged. In addition, two clips were found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The clips were removed and the knife was fully returned by completing the return stroke and the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.